Manufacturer narrative:
This case has been assessed as reportable to the FDA, as the event migrated in the neck (pt: device migration), was deemed to meet the serious criteria of required surgical intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same reporter and the same reaction. This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse. Radiesse was hyper-diluted. After the injection with radiesse, the patient experienced that radiesse migrated in the neck and had to be excised. The outcome of the event was unknown.